Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was concern for rotor instability, and that the patient experienced ongoing low flow alarms (lfa). It was noted that the patient was admitted into the intensive care unit with 70 minutes of lfas. The log file captured low flow events on 29nov2023, and they seemed to be a patient related issue. The pump log files were normal and did not show any signs of rotor instability. The pump temperatures were also in normal ranges.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow alarms. The account communicated that the alarms were caused by a spontaneous, ruptured abdominal aortic aneurysm (aaa). A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported events could not be conclusively established. The controller event log file contained events from 29nov2023. The beginning of the file captured a continuous low flow hazard alarm, which lasted approximately 70 minutes. Additional, transient low flow fault hazard alarms were captured throughout the remainder of the file. The left ventricular assist device (lvad) event log file also contained events from 29nov2023. Decreases in pump flow were captured, which were consistent with the events observed in the controller event log file. Despite the decreased flow, the pump appeared to function as intended with little variability in temperature, rotor displacement, and rotor noise. No other notable events or alarms were observed. The patient remains ongoing on heartmate 3 lvas, serial number: (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C and the heartmate 3 lvas patient handbook, rev. D are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including bleeding, that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses all pump parameters. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms, and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 6 of the IFU, (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the low flow alarms (lfas) resolved as the patient condition improved. The lfas were noted to be caused by a spontaneous ruptured abdominal aortic aneurysm (aaa). The patient experienced pain and hypotension. The aaa was first noted on (B)(6) 2023 at 7.1cm, and a successful endovascular repair was performed.